Event description:
It was reported that a malfunction alarm with code malfunction 16-0x20e6 occurred. There was no reported impact to the customer¿s blood glucose level. The pump was reset by the customer and later replaced by tandem technical support. The customer was informed about the replacement, and instructions were given for returning the malfunctioning pump within the warranty period. The customer declined to share information about the backup therapy.